Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Rep reported revision of left hip due to dislocation & instability. Switchout of the head.

Manufacturer narrative:
An event regarding dislocation and instability involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review : review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review : review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Rep reported revision of left hip due to dislocation and instability. Switchout of the head.